Manufacturer narrative:
It was reported that blood back occurred during use on the cs300 intra-aortic balloon pump (iabp). The customer requested a loaner iabp. No adverse event was reported and no alleged malfunction was reported. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The customer contacted and confirmed the need for a loaner iabp. The stm advised the customer of the limited availability of cs300 and the customer confirmed that a cardiosave loaner would suffice. The cardiosave loaner was delivered to the facility. To address the issue with the cs300 iabp, the stm powered the system on and confirmed device passed all the power on self test. The stm then obtained the fault logs, confirmed the correct voltage on solenoid driver checks and confirmed function of blood back sensor on solenoid driver board. The stm replaced the parts contaminated with blood and then performed a full pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that while in use in a patient, a blood back occurred on the cs300 intra-aortic balloon pump (iabp). The customer requested a loaner iabp. There was no harm reported.